Manufacturer narrative:
The m300 log files were reviewed, and it was found that not all the files required to perform a root cause analysis were provided. Additional m300 logs were provided at a later date, which did contain the missing file types, but the date of the event was overwritten so they did not contain information to aid in this investigation. The available m300 log files showed a manual discharge was performed at 11:37. The ics log files provided for this event could not be opened, so this discharge could not be verified at the ics. Instructions for extracting the m300 log files required for investigation were provided and multiple attempts were made to obtain additional log files, however this information was not made available. A root cause could not be determined with the available information. Should the reported behavior recur, the instructions for extracting the m300 log files should be followed, and these files should be provided in combination with the ics log files, along with a network capture from the time of the event and a new investigation could be started.

Event description:
The customer reported that the m300 monitor is discharged a patient automatically without user initiation. There was no report of adverse patient impact.

Manufacturer narrative:
Draeger has started an investigation, upon completion a follow up report will be submitted.

Event description:
The customer reported that the m300 monitor is discharged a patient automatically without user initiation. There was no report of adverse patient impact.